Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent no external power alarms was confirmed via evaluation of the returned mobile power unit (mpu). The returned mpu (serial number: (B)(6)) was evaluated by service depot. During testing, the reported event was reproduced by manipulating the mpu cable near the connector, isolating the issue to the patient cable. Further evaluation of the mpu patient cable revealed that the positive voltage wire was shorting to the negative voltage wire. The outer jacket and underlying layers were removed below the controller connector, revealing that the positive voltage wire and negative voltage wire were completely severed, exposing the inner conductors. Inspection of the wires revealed that the exposed conductors could have shorted to one another when the cable was flexed; this would result in the reported no external power alarms. The submitted system controller event log file contained approximately 6 days of data (23feb2023 ¿ 01mar2023 per the timestamp). The log file captured intermittent no external power alarms from 26feb2023 at 02:24:23 to 01mar2023 at 04:37:00 due to losses of power while connected to the mpu; these alarms are consistent with the damage observed in the mpu patient cable. The alarms resolved once power to the system controller was restored. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to an electrical short between the positive voltage wire and the negative voltage wire. The damage to these conductors is consistent with the repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The mpu was shipped to the customer on 16jun2020. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having weird brief alarms at night while sleeping. The alarms only happened on the mobile power unit (mpu) and the alarm history on the pocket controller was full of external power disconnect alarms that lasted between 0-3 seconds. The first alarm started around 1 am and persisted through 4:37 am. These alarms appeared 2 nights in a row with high suspicion that a faulty component within the mpu was causing these alarms. The patient also reported that there have been no power outages or bad weather that would have caused power outages. The patient's mpu was exchanged. The event log captured numerous no external power alarms (nep) events throughout the log while connected to the mpu. There were no voltage alarms associated with these events meaning that the mpu did not lose power as it would with a power outage. The backup battery in the controller was enabling with each nep event with no interruption to the pump support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.